Manufacturer narrative:
Investigation summary: lot number history review / DHR review: complaint trending review of the lot for this issue reveals this is the first complaint. Based on DHR review, there were no non-conformance relating to this defect. Photo evaluation: evaluating the images provided by the customer, it is possible identify foreign matter ¿ silicone. Based on the occurrence the batch history were evaluated. For silicone visible are performed visual inspections of the syringe, validated according acceptance criteria (aqa) 0.25% each 1 hour evaluating 36 samples. The potential causes to the occurrence are related to a failure at silicone application system. The defect identified from this complaint will be monitored for trend evaluation. Based on photo, the investigation concluded: confirmed: bd was able to confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: confirmed: (bd was able to duplicate or confirm the failure mode indicated by the customer). Root cause: during the batch production there were no records of occurrences related to this defect are observed, however after the analysis of the images it is possible confirm foreign matter ¿ silicone visible. Based on the analysis of failure of the process the potential cause for the problem is: 1)leakage at silicone applicator nozzle; 2)syringe positioned under silicone nozzle during machine stop; 3)defect at silicone control system; rationale: based on the severity and occurrence a CAPA is not necessary.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). There is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported, the bd plastipack¿ 10ml syringe had an oily foreign matter substance inside. Found before use. No serious injury or medical intervention noted.